Event description:
It was reported that the user experienced low glucose overnight after dinner insulin delivery, stating that dinner insulin resulted in blood glucose going too low around midnight. Symptoms included hypoglycemia. Outcomes included no hospitalization or long-term impairment. Investigation included user contact attempts and troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.